Event description:
It was reported that a beta bionics ilet user was unable to connect the connector to the ilet to perform the fill tubing process after inserting a new cartridge. The user was guided through a successful supply change by the customer care agent. The user had a high cgm reading since he had just eaten. After following up, blood glucose readings were confirmed as trending down. There was no report of any further intervention required as a result of this case.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.